Event description:
During the implant procedure of the concerned ICD on (B)(6) 2013, lead tests were satisfactory. After several unsuccessful 30 hz vf induction attempts (markers and egms were still shown), some parameters reprogramming were performed and the session was ended. Upon a new interrogation - although no telemetry loss could be noticed - subsequent attempts to induce a vf through 30 hz pacing failed. Then vt induction was launched, and pacing spikes were observed upon the 3rd attempt; however no vt was induced. After a complete shutdown of the programmer, 30 hz vf induction was successful.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.